Manufacturer narrative:
Ous MDR.

Event description:
Ous MDR - after an implantation period of about 34 months it was reported that the patient was admitted to hospital with episodes of ventricular asystole. This device was explanted and returned for analysis. There were no other adverse events reported for the patient.

Manufacturer narrative:
Upon receipt, the pacemaker was visually inspected revealing scratches and burn marks on the pacemaker housing. It is reasonable to assume that these burn marks resulted from a surgery tool. The header of the pacemaker was visually inspected, revealing no anomalies. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the (B)(4). Also the spring elements of the pacemaker did not show any deviations. Next, the pacemaker was subjected to an electrical incoming inspection. The pacemaker was interrogated and the pacemaker's memory content was analysed indicating no deviations. The battery was found to be sufficiently charged. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. There was no indication of a device malfunction. Additionally, a long-term pacing test was performed. The therapy functionality of the pacemaker proved to be flawless. Furthermore, the impedance measurement functions of the device were tested using different temperature environments. However, the impedance measurement functions proved to be fully functional. In summary, the device is fully functional. With regard to the issues as mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.